Event description:
Tech alleged that the right foot siderail was not locking. No injuries reported.

Manufacturer narrative:
The tech found that the locking mechanism was clogged with dirt and contamination. The tech disassembled the center arm assembly and cleaned and lubricated the center arm assembly to resolve the issue.